Manufacturer narrative:
Product event summary: analysis found that the device was too sensitive. After calibration, the device passed testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.